Event description:
The reporter stated that the surgeon inserted a aa4203tl single piece silicone lens with toric optic and the lens was scratched. The incision was enlarged to remove the lens and a suture was required to close the wound.

Manufacturer narrative:
Eval - visual inspection of the returned product showed that one lens haptic is torn clear surgical residue/debris on the product. A lens work order search was performed and no similar complaints were found within the search. Conclusion - based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.